Manufacturer narrative:
(B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Labeling review: the labeling review was not reviewed because limited information was received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxr00 24.0 diopter intraocular lenses (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2018 and explanted on (B)(6) 2018. The lens was replaced with zxr00 23.0 diopter iol. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.